Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 547 mg/dl. The customer had symptoms such as nausea and treated with manual injection. Customer's blood glucose value was 489 mg/dl at the time of the call. Customer declined further troubleshooting on high blood glucose event. Customer also reported that the insulin pump had a keypad anomaly and the buttons were unresponsive. Keypad anomaly troubleshooting was performed and confirmed that the time was advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) bolus express, esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test due to unresponsive button. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, stained address or serial number label and stained end cap sticker.